Event description:
It was reported when the devices were used during a hernia repair procedure, the staples that did not form correctly. Another device was used to complete the case. There were no consequences to the patient.